Event description:
Consumer called to express concern over the readings from the bd paradigm link m eter. Ran a comparision with a lab instrument and came up with higher results. Analysis run on clark error grid using lab reading (61,47,153,57,81,66,61) as ref. Point vs. Bd readings of (92,70,190,73,99,85,75) yielded data points in the d zone of the grid, outside of acceptable limits.